Event description:
A pt was undergoing a procedure to the lad. The site was predilated with a 2.5x15mm maverick balloon at 2atm one time, and then a dissection occurred and the vessel closed. A 2.5x13mm cypher stent was deployed at 10atm for 30 seconds in an attempt to treat the dissection, but the stent could not repair the dissection and the vessel remained closed. The pt went immediately for CABG surgery.